Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. (B)(4).

Event description:
It was reported that the programmer exhibited an error message upon boot up, with a black screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, however, a circuit board was replaced as a preventative.